Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient was transported to the hospital for emergency care due to loss of consciousness. Due to the ventricular lead noise and low impedance, the physician determined that lead failure was present. Due to his advanced age, no additional lead procedure was performed and a leadless pacemaker (micra) was implanted. The lead was set inactive and remains implanted.